Event description:
Approximately nine months after cataract surgery with implantation of the crystalens iols, the lenses were explanted and replaced due to persistent z malpositioning. Prior to the lens exchanges, the physician had performed several yag capsulotomies and attempted to reposition the lenses. It should be noted that the patient's bcva was 20/20 throughout the entire postoperative period. The patient is doing well now and her vision is excellent. The association between the event and the iol is not known.

Manufacturer narrative:
Information for fellow (left) eye: model # at45; lot: 000001; exp date: 12/31/2008; serial #: (B)(4); implanted: (B)(6) 2005; explanted: (B)(6) 2006. Device MFR date: 12/2003 (fellow eye). The explanted lenses were returned to eyeonics and evaluated. The results revealed that the lenses were torn and missing pieces of the hinge, plate, and loops. The condition of the lenses is consistent with findings for iols that have been explanted, since lens & haptic damage is likely to occur during the explant procedure. It should be noted that the lenses were not returned in the protective lens cases. The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
Approximately nine months after cataract surgery with implantation of the crystalens iols, the lenses were explanted and replaced due to persistent z malpositioning. Prior to the lens exchanges, the physician had performed several yag capsulotomies and attempted to reposition the lenses. It should be noted that the patient's bcva was 20/20 throughout the entire postoperative period. The patient is doing well now and her vision is excellent. The association between the event and the iol is not known.